Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 568 mg/dl at the time of incident. The customer¿s current blood glucose level was 69 mg/dl. The customer reported that the blood glucose level was almost 500 mg/dl. The customer was treated with injection. The customer performed hp test and it failed and when repeated it passed. The customer had symptoms related to high blood glucose level were diabetic ketoacidosis and nauseated. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The insulin pump will not be returned for analysis.